Event description:
It was reported that the patient presented to the hospital after receiving alerts for non-sustained lead noise due to possible myopotential oversensing. The oversensing was reproducible with deep breathing. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).